Event description:
New braun IV catheters: despite multiple attempts for IV access, difficulty obtaining IV access on a patient in a code. Catheters are not able to be stabilized in emergency situations. Ultrasound guided IV access had to be obtained by a provider for IV access to be obtained. This caused a delay in patient care.